Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The pt's iliac arteries were reported to be very small, moderately tortuous, and moderately calcified. It was reported that the physician anticipated that the delivery system may be difficult to remove because of the small iliac size. The stent graft was deployed without complications; however, the delivery system became lodged in the arteries, possibley due to arterial spasms. When the delivery system was removed, approx 6 cm of intima came out with the delivery catheter. A 7 mm dacron graft was sewn in to repair the dissection. The pt required 3 units of blood. Post-procedure, the pt experienced a cerebral event due to the hypotension experienced during the procedure. It was reported that the cerebral event was temporary and the pt was discharged to a long-term care facility.